Event description:
On 12/21/2021, it was reported by a distributor via email that an ar-1391 cannulated interference screw got stripped. This was discovered during a procedure on (B)(6) 2021. Surgeon changed the screw driver prior to opening a new screw to complete case without further issues. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. Device was discarded. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.